Manufacturer narrative:
An event regarding "pain, armd, reactive granulation, pseudotumor, corrosion and disassociation" involving a centpillar stem was reported. The event was confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned. No medical records or x-rays were made available for evaluation. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies there has been no other event for the lot referenced. An mar conducted on the returned metal head indicated that damage was observed on the taper of the head and this damage was consistent with a wear mechanism due to the head taper and stem trunnion losing their taper lock. Further information such as return of device, operative reports, x-rays, histapathology reports, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
On (B)(6) 2011, tha surgery using v40 head was performed. The patient complained of pain and there was a suspicion of armd, the revision surgery was performed on (B)(6) 2017. During the revision, reactive granulation and pseudo tumor were found in the joint capsule. And corrosion was found at the stem taper and inside the v40 taper. The head and the insert were exchange and the surgery was finished. Surgery was performed on the left hip.

Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
On (B)(6) 2011, tha surgery using v40 head was performed. The patient complained of pain and there was a suspicion of armd, the revision surgery was performed on (B)(6) 2017. During the revision, reactive granulation and pseudo tumor were found in the joint capsule. And corrosion was found at the stem taper and inside the v40 taper. The head and the insert were exchange and the surgery was finished. Surgery was performed on the left hip.